Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation / migration of essure device location of device: uterus,") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included diane (minerva) for contraception. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition:depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery ((unilateral salpingectomy-right salpingectomy,hysteroscopic removal of impacted foreign body). At the time of the report, the uterine perforation, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, menstrual disorder, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: essure device was successfully occluded on (B)(6) 2015 patient had surgical pathology report resulted in right fallopian tube and consists of a cylindrical fallopian tube with fimbria measuring 6 x 0.9 x 0.6 cm. The serosal surface is purple pink to tan, smooth and glistening. The specimen is linked and serially sectioned reveling a pink ¿ than patent lumen. No lesion or cysts are grossly identified. The imbricated and is bisected. The specimen is entirely submitted in 3 cassettes labeled follows. Bisection fimbria, cross section. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 17-jul-2018: pfs+mr received, reporter added, concomitant drug added, event added as:- abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping),psychological or psychiatric problems condition: depression,mental anguish,event device dislocation was clubbed with event uterine perforation. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (partial salpingectomy). At the time of the report, the uterine perforation, device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation, menstrual disorder and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: essure device was successfully occluded incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.